Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Mitral valve replacement surgery was performed, which is considered a permanent impairment. It was reported that on (B)(6) 2015, the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4+ and challenging patient anatomy due to leaflet fail and prolapse. There was difficulty grasping the leaflets due to the leaflet pathology; however, the clips were successfully deployed reducing mr to 1-2. On (B)(6) 2015, the patient presented to the hospital with dyspnea. Echocardiogram revealed single leaflet device attachment (slda) of both clips and mr grade of 4+. Mitral valve replacement surgery was performed on (B)(6) 2015 and the patient was discharged on (B)(6) 2015. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures, and were related to the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.